Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the left superficial femoral artery. During advancement, the command guide wire was stuck in the support catheter. Since the guide wire could not be removed from the catheter, the devices were removed together. A new guide wire and catheter were used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned guide wire. The devices were confirmed to be stuck together as reported. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. The investigation determined that the reported difficulty was related to case circumstances. It is likely that the damage noted to the ht command guide wire caused the reported resistance and the devices ultimately becoming stuck together. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.